Manufacturer narrative:
Block b3: date of event was approximated to november 1, 2025, as no specific event date was reported. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf patient code e1108 captures the reportable event of bile leakage. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f2202 captures the reportable event of endoscopic procedure performed to address the complications. Block h11: investigation summary: with all the available information, boston scientific corporation concludes that the reported event of stent first flange failure to expand cannot be confirmed as the stent was received fully deployed and expanded. The reported events of stent positioning issue and biliary leak are noted within the instructions for use (IFU) as possible adverse events associated with the use of the device. The investigation concluded that the additional observed damages of inner sheath kinked and monopolar plug detached were most likely caused by factors encountered during the procedure, such as excessive force or the manner in which the device was handled and manipulated. Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an axios stent and electrocautery enhanced delivery system was returned for analysis. The stent was received fully deployed and expanded. Visual examination of the returned device identified the inner sheath kinked and the monopolar plug detached. Functional inspection was performed, the catheter was freely moved through the luer, and the slider could be moved back to its original position without resistance. No other damages were noted to the stent and delivery system. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent positioning issue and biliary leak are noted within the IFU as possible adverse events associated with the use of the device. Risk review: a risk review for the axios stent and electrocautery-enhanced delivery system fmea confirmed that the events of stent first flange failure to expand, stent positioning issue and biliary leak were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct for biliary drainage during a choledochoduodenostomy procedure performed on an unknown date. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the first flange of the stent was deployed; however, it did not expand, causing the stent to shift from its intended position and into the scope. The stent was removed along with the scope, and a different device was used to complete the procedure. The patient experienced bile leakage, and an endoscopic retrograde cholangiopancreatography (ercp) with antibiotic therapy was performed to address the complication.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2025, as no specific event date was reported. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf patient code e1108 captures the reportable event of bile leakage. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f2202 captures the reportable event of endoscopic procedure performed to address the complications.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the bile duct for biliary drainage during a choledochoduodenostomy procedure performed on an unknown date. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the first flange of the stent was deployed; however, it did not expand, causing the stent to shift from its intended position and into the scope. The stent was removed along with the scope, and a different device was used to complete the procedure. The patient experienced bile leakage, and an endoscopic retrograde cholangiopancreatography (ercp) with antibiotic therapy was performed to address the complication.